Manufacturer narrative:
Initial and final MDR (B)(4) .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set was fell off during use on (B)(6) 2024. No further information available.